Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-19082019-0000503638 submitted for adverse event which occurred on (B)(6) 2018. Mwr-19082019-0000503652 submitted for adverse event which occurred on (B)(6) 2018. Mwr-19082019-0000503656 submitted for adverse event which occurred on (B)(6) 2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent multiple surgeries and revisionary procedures on (B)(6) 2018, (B)(6) 2018, and on (B)(6) 2019. No additional information was provided.